Manufacturer narrative:
The customer mentioned that she saw transmitter disconnected alert on her screen after hypoglycemic episode however transmitter does provide on body vibration alert when sensor glucose value drops below low glucose threshold. Repeated attempts were made by customer care team to help customer with transmitter disconnect issue however customer stopped responding. No further investigation is possible.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hypoglycemia.